Event description:
The lay user/patient contacted lifescan (lfs) in early 2009, and alleged that a one touch ultra meter was giving inaccurate readings. The medical affairs specialist (mas) spoke with the patient and verified the following information. The day prior, at night before bedtime, the patient tested his blood sugar and received a result of 408 mg/dl. He therefore, had taken "little more' insulin that usual amount. He was unable to recall how much insulin had he taken. At around 1:00 am that night, he reportedly was experiencing a "diabetic seizure". His wife woke him up and gave him some glucose drink and he felt better after drinking that. The customer service agent (csa) discovered that the patient was using incorrect technique to clean the puncture area. A quality control test was performed during the call with passing results. The patient stated that the meter is working okay since original date, that he started using correct technique to clean the puncture area. This complaint is being reported, as the patient allegedly received a higher result and administered increased dosage of insulin based on that reading and later, reportedly suffered symptoms suggestive of hypoglycemia. Diabetes care management: the patient normally tests his blood sugar 3-4 times daily. He takes humalog insulin based on sliding scale and take humulin n insulin between 20-30 units based on his blood sugar reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.